Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6)2023; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving unknown morphine via an implantable pump. The indications for use was non-malignant pain. It was reported that the patient that reported that they did not have a managing physician due to their doctor losing their license. The patient stated that on (B)(6)2024 they had an unrelated back surgery and the surgeon told their wife after the procedure that two pieces of catheter were removed. The patient states that a manufacturer representative came in to evaluate it in (B)(6)2024, but it was inconclusive with the dye study. It was unknown if there was a catheter issue even after the dye study was performed. The pump was not currently alarming but the patient did not appear to be getting therapy without a complete catheter. The patient was looking for a new physician, so physician listings were sent to the patient.